Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was cancelled and arranged at another time. The philips remote service engineer (rse) analysed the system remotely and confirmed that c arm was unable to lock and all geometry movements were unavailable. Review of the system log file showed that geo ipc was not able to communicate. Upon troubleshooting field service engineer (fse) went onsite and found that geo ipc was defective. To resolve the issue, fse replaced the geo ipc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error message of ¿geometry movements partly available¿ the system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.